Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end of the light bundle glass is defective. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the distal end glass. And the component failure of the distal end glass is caused by the third-party repair. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had image malfunction. This issue identified during cleaning and disinfection. The procedure was completed using a similar device. There were no reports of patient involvement.